Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer made two attempts to contact customer via email - on april 27, 2026, we received a follow-up email from customer in which he added that his friend has also been experiencing vision issues and began seeing a neurologist.

Event description:
Customer sent us a few emails on (B)(6) 2026, saying, ¿I have a claim for the recall on the true matrix blood monitor. I was damaged from this product. I need to get in touch with the claim department [to] start a claim.¿ we called him four times, and he returned our calls on (B)(6) 2026. Customer said he bought the true metrix meter in (B)(6) 2025 (serial no. (B)(6) for a friend whose diabetes has worsened since she began using the meter. Customer said he no longer believes her meter was subject to the recall, but he still wanted to know whether others have experienced the same issue and whether his friend could receive ¿compensation.¿ according to customer, his friend either receives ¿normal¿ results on the meter or she receives the e-5 error followed by ¿normal¿ results upon retesting with the meter; however, her results are always ¿high¿ whenever she receives blood draws at the doctor (1-2 times a month), and she has been experiencing numbness in her legs, a rash around her torso and neck, neuropathy on one side of her body, and so much pain when walking that she must use a wheelchair. On (B)(6) 2026, we received a follow-up email from customer in which he added that his friend has also been experiencing vision issues and began seeing a neurologist. Customer believes his friend did not have these symptoms before using the true metrix meter but said she has stopped using this meter and is still experiencing these symptoms. Customer did not specify the exact glucose results his friend received from either the meter or the blood draws, and he did not specify whether she is receiving different results now that she is no longer using the true metrix meter. He also did not have the lot number for the true metrix strips his friend was using with her true metrix meter because she already threw them out. We offered to send his friend a replacement meter, but he said she would not want it because she does not trust this brand anymore.